Event description:
The user facility reported a 77-year-old male in st-segment elevation myocardial infarction was to be implanted with an impella cp device for mechanical circulatory support. It was reported that the impella cp pump was unable to advance through the vasculature of the patient during attempted implant. It was noted that the vessel was too tortuous and calcified, which created resistance during the delivery. The implant was subsequently aborted, and an intra-aortic balloon pump was placed for patient support. There was no patient harm.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation for the reported delivery issues has been completed. The impella device was not returned for evaluation. However, clinical details provided were sufficient to determine the root cause. The root cause of the delivery issue was due to patient condition since the vessel too tortuous and highly calcified.